Event description:
It was reported that before use of the bd insyte¿ autoguard¿ blood control the package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I'm sending 1 sample of catheter 14g. The package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use.

Manufacturer narrative:
Investigation: during DHR review there were no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. There are no samples or photos to analyze this complaint, however, as this is the second occurrence, the complaint can be confirmed through the client's report and based on the photos of the 1st complaint which show that the packagings was open. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier oliver tolas (supplier of paper used in the claimed lots). However, besides although the photos confirmed the open package complaint, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ blood control the package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I'm sending 1 sample of catheter 14g. The package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ blood control the package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: I'm sending 1 sample of catheter 14g. The package is inadequate, because presents involuntary detachment of the border of opening of package, compromising sterility and being inappropriate to use.

Manufacturer narrative:
D3. Medical device manufacturer:becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.